Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and then fully recaptured due to positioning being too proximal. A second 30mm closure device was successfully implanted. At the end of the case, the transesophageal echocardiogram (tee) physician noticed a pericardial effusion. A pericardiocentesis was performed, which drained 1 liter of blood. It was noted the patients international normalized ratio (inr) was 3 and the patient remained stable throughout. The patient was sent to surgery. Boston scientific is attempting to obtain additional information but none is available at this time. It was further reported that surgery was successful. Patient is stable and has been discharged.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and then fully recaptured due to positioning being too proximal. A second 30mm closure device was successfully implanted. At the end of the case, the transesophageal echocardiogram (tee) physician noticed a pericardial effusion. A pericardiocentesis was performed, which drained 1 liter of blood. It was noted the patients international normalized ratio (inr) was 3 and the patient remained stable throughout. The patient was sent to surgery. Boston scientific is attempting to obtain additional information but none is available at this time.